Event description:
It was reported that following a right eye (od) trabecular microbypass stent system procedure, the patient presented with postoperative "visual acuity decrease by two (2) lines". The patient¿s prognosis was reported as mild, non-serious, which resolved without additional intervention.

Manufacturer narrative:
Additional information: the device remains implanted in the patient; therefore, product testing on the actual device could not be performed. The device history record review of the manufacturing lot was performed and there were no non-conformities found to be related to the reported event. A review of the device labeling was completed. Decreased/impaired vision is a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred, but does not appear to have been a problem with the device or the way it was used. The reported event is an established risk associated with use of the device, which is clearly specified in the product''s labeling. Based on available information, the root cause of the reported could not be conclusively determined. MFR# reference: (B)(4).

Manufacturer narrative:
MFR# reference: (B)(4).

Event description:
The following additional information was received. Per report, the patient presented at two (2) years postop with best corrected visual acuity (bcva) loss in the right eye (od) characterized as more than ten (10) letters compared to baseline. The event was described as "mild" and "non-serious" and noted as ongoing with no intervention.